Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2. D10 concomitants: 310-01-41 - equinoxe, humeral head short, 41mm (alpha) (B)(6). 314-13-02 - equinoxe cage glenoid small, alpha (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6). 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). The reason for the reported revision is likely due to rotator cuff failure from the patient holding a chainsaw overhead, as stated in the experience report. Additional contributions such as patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined since the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D11 concomitant devices: 310-01-41 - equinoxe, humeral head short, 41mm (alpha) 5843556; 314-13-02 - equinoxe cage glenoid small, alpha 5950739; 300-20-02 - equinox square torque define screw drive kit 6159062; 300-10-15 - equinoxe replicator plate 1.5mm o/s 6436651; 300-01-09 - equinoxe, humer. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. [[Insert manufacturing review statement]] a definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised due to a torn rotator cuff. This happened when chain sawing branches above her head. Patient was revised from an anatomic to reverse. Patient was last known to be in stable condition following the event.